Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Our field service engineer investigated the ventilator on site and solved the issue by replacing the expiratory channel printed circuit board (pcb). The replaced part was returned for further investigation. Simulated use testing of the returned pcb passed the performed pre-use check and could not reproduce the reported failure. No abnormal found during ventilation for four days. The reported issue could not be reproduced. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: # (B)(4).